Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was reported. Error history log review found a check clutch/ plunger lever error . The root cause of the reported issue was found to be the position pot nut was tighten down too tight . Actions were taken to mitigate the reported issue: tightened position pot nut to .002". Replaced clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
It was reported that the pump had a check clutch plunger lever/ during occlusion test. No patient injury was reported.